Event description:
It was reported that during a da vinci si partial nephrectomy procedure, the clear outer cover of the monopolar curved scissors (mcs) tip cover accessory installed on the mcs instrument chipped off and fell into the patient's abdomen. The broken fragments were retrieved. The mcs instrument was removed and a replacement tip cover was installed. After some time of use the replacement tip cover chipped and pieces fell into the patient. The fragments were retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported. On july 30th, 2013, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator (rc). The rc indicated that she was not present during the surgical procedure and that she was told by the surgical staff that the 1st mcs tip cover accessory was in use approximately 30 to 45 minutes when a chunk from the tip cover was observed to have fallen into the patient. The broken instrument piece was retrieved laparoscopically. A replacement tip cover was installed on the mcs instrument. After approximately 15 minutes of use, a chunk from the replacement tip cover was observed dangling from the tip cover. The broken pieced did not fall into the patient. The surgeon completed the surgical procedure using a 3rd tip cover accessory. MFR report 2955842-2013-03008 was submitted regarding the 2nd tip cover.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found tip cover exhibited two sections with material removal. The damaged sections measure roughly .260 x .045 and .160 x .075, with both sections located on the combination silicone/pellethane area. The material removal was mechanical in nature, no signs of arcing were observed. It was concluded that the damage to the tip cover was likely due to mishandling/misuse. No other damage was found.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the tip cover is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion. A piece from the tip cover accessory broke off and fell into a patient.